Manufacturer narrative:
(B)(4).

Event description:
The pt reported a lack of stimulation sensation and was "getting the shakes." His left side neurostimulator was on but his right side neurostimulator "was out." Troubleshooting was attempted but was unsuccessful. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.